Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user was awakened by an ¿alert 69 ¿ ilet malfunction,¿ consistent with a program or algorithm execution failure associated with the circuit board, and the alert cleared after the device was restarted with blood glucose in range. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an incorrect data definition associated with the program or algorithm execution failure and involvement of the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was inadequate design change validation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.